Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A surgical revision was performed. The threshold measurements had been checked prior to the procedure and high threshold measurements were again noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.